Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that the patient developed a skin irritation under the back electrodes. Patient described the area as red and bruised. There was no alleged device malfunction contributing to the irritation. The patient followed up with physician who said the patient can return the equipment. Follow up indicated that the skin irritation improved.